Manufacturer narrative:
The data acquisition board was returned for failure investigation. The customer complaint was not verified. There was no fault found.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The field service engineer replaced the data acquisition pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit had an error message - post machine press censor failure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated the unit had an 1108 code (machine pressure sensor auto zero failed) and this was the 3rd one they have had repaired for same thing. The rse had field service engineer (fse) dispatched to the site. Further information is pending.